Manufacturer narrative:
E1 - initial reporter establishment name: e1 - initial reporter establishment name e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error e315 during set-up involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.